Event description:
During a peripheral treatment procedure to implant & 12 fr jugular titanium greenfield vena cava filter, deployment difficulties were encountered. Following delivery, the filter did not completely open in the inferior vena cava, therefore, another titanium greenfield vena cava filter was placed above the complaint filter. The procedure was successfully completed. No pt injuries or complications were reported.